Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep stated that upon interrogating implantable neurostimulator (ins) today and while running impedance test, patient began to ex perience shocking sensation and it lasted after the impedance test was over. Rep clarified that patient's tremors are very severe and it felt like their tremors were returning and were jolting when this occurred. Rep stated that impedance showed low on 2-3 pair and they believed value was around 55 ohms. Provider (hcp) looked through patient's history and the low was noted all the way back to oct-2023, but patient only experienced the shocking/jolting sensation today. The rep was not with the patient at time of call. Tech services (ts) reviewed information about short circuit, impedance measurement, and that given value of 55 ohms, impedance issue could be on the lead. Ts suggested imaging to see if there was any visible damage. Rep stated that patient is likely going to have a revision to replace component(s) and move ins due to body habitus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of the shocking/jolting is undetermined. Extension was replaced and this resolved the issue.